Event description:
Iabp [intra-aortic balloon pump] console already switched out during previous day(s) for "gass loss alarm". Now, gass loss alarm in iabp circuit occurred tonight. Visualized tubing no blood noted or perforation suspected. Disconnected tubing from iabp console and reconnected. Initiated the auto refill and then started iabp with no more alarms. Merged event [redacted] initial report: gass loss in iabp circuit. Rn called ECMO [extracorporeal membrane oxygenation] coordinator. ECMO coordinator visualized tubing and no blood noted, or perforation suspected. ECMO coordinator disconnected tubing from iabp console and reconnected. Then, initiated the auto refill and then started iabp. The iabp briefly operated until the error message repeated "gass loss in iabp circuit". ECMO coordinator called perfusion to bedside. Iabp console switched out to new cardiosave and now no longer displaying error message. Product information: intra aortic baloon pump catheter, manufacturer: maquet, serial # [redacted], date of occurrence: [redacted] 02:00.